Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer performed a cbct and noticed that the recording of the CT field was incorrect in mosaiq. The customer corrected the couch parameters for the CT field and the patient was treated correctly. The issue was determined to be a defect in the product which does not show the correct recording for the couch parameters. This incorrect recording can happen intermittently post treatment. It does not affect patient treatment and has no safety impact. If this issue were to re-occur it would not lead to mistreatment.

Event description:
The customer reported an incorrect couch parameter recording for a patient's cbct image.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.